Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 532395. Brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (b(6), batch: 590265. Brand name: artisan, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7074807.

Event description:
It was reported that the patient experienced abdominal pain since the original implant procedure. The physician assessed the pain may likely be due to the procedure from the laminectomy or possibly the paddle in situ resting against a nerve. The patient underwent a procedure where an additional system was implanted to help with the abdominal pain and new non-device related-pain. The patient was recovering well postoperatively. All devices remain implanted in the patient. Additional information was received that the preexisting pain the patient was originally implanted for had resolved. The little electric shock-like sensations in the abdomen did not resolve. However, the patient was hopeful that the abdominal sensations would resolve if the devices were removed. Therefore, the patient underwent an explant procedure where both systems were explanted. The patient was recovering postoperatively. The devices were not returned as they were retained by the medical facility.

Event description:
It was reported that the patient experienced abdominal pain since the original implant procedure. The physician assessed the pain may likely be due to the procedure from the laminectomy or possibly the paddle in situ resting against a nerve. The patient underwent a procedure where an additional system was implanted to help with the abdominal pain and new non-device related pain. The patient was recovering well postoperatively. All devices remain implanted in the patient.